Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Hospital policy.

Event description:
Rep received notification that patient's ankle was revised due to osteolysis. The tibial component was revised. No further information has yet been reported to the rep.